Event description:
It was reported that a user participating in the ilet experience study experienced a low blood glucose of 53 mg/dl in the evening after overestimating a dinner meal announcement, with a preceding high of about 313 mg/dl; the user has been working with a clinician on proper meal announcement protocol and is improving, and no device alerts or alarms were reported. No adverse clinical symptoms associated with hypoglycemia and hyperglycemia reported. Outcomes included insufficient information to characterize impact. Customer care agent performed investigative included communication with the user and analysis of information provided by the user and clinician. Investigation of this case revealed no findings, and no device-related problem or component issue could be established due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.